Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found body fluid present in the lumen of the lead but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and did not pass, likely due to the body fluid found in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements during a routine follow up. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.